Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 5 months. The patient remains ongoing with lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted to the hospital with shortness of breath, edema and bleeding from apparent trauma to the driveline. Cultures were taken but the result not communicated. The patient was started on vancomycin. Additional information was requested but not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of driveline infection and bleeding could not be confirmed. He patient remains ongoing on ventricular assist device (vad) support and no further issues have been reported. The heartmate 3 instruction for use lists driveline infection and bleeding as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.